Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
According to the report, the staff found the device in a room powered on and locked up with a "white screen" displayed on the monitor. There were no reports of any patient use of the device during the reported incident.